Manufacturer narrative:
Brand name, common device, manufacturer name, city and state, model#, PMA/510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two 5.0 locking screws backed out of the new retrograde nail from initial surgery. Screws were removed. There was unknown patient consequences. Procedure outcome is unknown. This complaint involves three (3) devices.